Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading of "high"; specific value was not provided. Cause of bg level was not known. Customer administered a manual injection and bolus via the pump to address bg. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.